Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify e13/a13 alarm and time/clock anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 129 mg/dl. The customer reported that they had no delivery and also had pump error. The customer reported that they were able to clear the alarm and was able to complete rewind. The customer reported that they ad performed self test and was passed. The customer was advised to monitor insulin pump. The insulin pump will be returned for analysis.